Event description:
It was reported that the procedure was to treat a heavily calcified common femoral artery. A fox plus balloon was advanced to the lesion for pre-dilatation; however, the balloon ruptured at 12 atmospheres during the first inflation. The procedure was completed by implanting an unknown stent. There was no clinically significant delay in procedure and there were no adverse patient effects. No other information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.